Event description:
Meter name: one touch ultra. Symptoms: tired and weak. A patient reported that they were not able to test on their meter. Patient's meter allegedly would not power on. The issue was not resolved with troubleshooting. Patient was feeling tired and weak. Patient contacted their physician. Unknown what their blood glucose reading was and what treatment they received. Meter needs to power on in order to do a bg test. No further information has been reported.